Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: shaft unit broke once it was activated. The failure(s) identified in the investigation is consistent with the complaint record. The permanent deformation on the proximal end of the shaft observed during the visual inspection indicates a possibility of the product was in use under high load near the proximal end which caused contact between assemblies and made the shaft break. The probable root cause/s could be excessive force applied by the user, poor or no suction, used pressure such as bending or prying. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. The broken piece was retrieved and the procedure was completed successfully.